Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Associated with 1038671-2017-00401.

Event description:
Revision of hip components due to poly wear.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of polyethylene wear associated with being implanted for approximately 20 years. Associated with 1038671-2017-00401.

Event description:
Revision of hip components due to poly wear.